Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device was heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device heating up was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed the cutter insertion assessment. It was determined that the bearings were worn out and loose creating a situation where the cutter could not be inserted. It was determined that this was because the bearings were no longer in axial alignment and not allowing the cutter to pass through. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.